Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound batemant foam. Section b5 was incorrect in the previous repeort, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information in a voluntary medwatch (mw5103792), alleging a patient reported tumor in both sides of the neck diagnosed as undetermined carcinoma without a primary cancer source and nose irritation related to a CPAP device's sound abatement foam. The reported event of nose irritation is assessed as non-serious injury and the reported event of tumor in both side of the neck is assessed as serious but not related to the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5103792) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an undetermined carcinoma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.